Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy was not tested due to the condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a peripheral intervention, a 5.0 x 120 mm supera stent was deployed in the mid popliteal artery without incident. A 5.5 x 100 mm supera stent was then advanced and deployed in the predilated, moderately calcified, non-tortuous, right superficial femoral artery. After the stent delivery system and the sheath were removed from the anatomy, manual pressure was applied on the groin access site when it was noted that approximately 1 cm of the supera stent was sticking out of the left groin. The supera stent was manually removed from the anatomy. There was no adverse patient sequela reported. No additional information was provided.